Manufacturer narrative:
Insulin pump received with missing segments due to cracked zebra connector at lcd board. Cracked case at display window corners. Minor scratched lcd window.

Event description:
The customer stated that the display screen is damaged. There are pixels missing and it is hard to read the menus. The patient stated that the insulin pump was dropped. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.